Event description:
Information was received that this left ventricular (lv) lead had increased pacing threshold measurements. No adverse patient effects were observed, the lead remained implanted. Updated information was received stating this lead was later explanted due to increased thresholds.